Event description:
It was reported that the pico 7 dressing was installed on (B)(6) 2020 by the dressing nurse and on (B)(6) 2020 the patient reported that the product no longer worked, when visiting and performing the tests the pico machine did not work. No back device available.

Manufacturer narrative:
We have now completed our investigation into the reported complaint. A review of the associated batch manufacturing records did not identify any issue at the point of manufacture which may have caused or contributed to the issue highlighted by the complainant. In addition it can be confirmed that all finished product specification testing was satisfied at the point of release. A complaint history review was carried out using the lot and part numbers provided, there have been no further complaints reported with this failure mode in the past three years. The device was used for treatment. The device was not returned for evaluation. It was reported that during therapy the device stopped working. Potential causes for the issue experienced are: 1. The device detected an air leak or blockage and paused therapy so the issue could be rectified. 2. The dressing was saturated and needed to be changed. 3. The batteries needed to be changed. 4. The device detected unsafe levels of use and so entered an error state for patient safety. We have not been able to confirm a relationship between the event and the device or identify a root cause on this occasion. No further actions by smith and nephew are deemed necessary at this stage. However, we will continue to monitor for any adverse trends relating to this product range.